Manufacturer narrative:
PMA/510k # exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a ureteroscopy, the ngage nitinol stone extractor would not open and close smoothly. The basket would not close all the way, so they were not able to pass it down the scope and had to open another one for the case. No adverse events have been reported as a result of the alleged malfunction.

Event description:
Additional information provided on 26oct2018: this device would not smoothly open and close. It never made it to the patient. They opened a second basket and it worked fine. The patient outcome was fine post procedure and there were no adverse effects to the patient.

Manufacturer narrative:
Investigation evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of drawings, instructions for use, manufacturing instructions, quality control data, and specifications. One ngage nitinol stone extractor was returned for investigation. The device was returned with the handle and the basket formation both in the open position. The male luer lock adapter (mlla) is loose. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. Functional testing determined the handle actuates the basket formation to open and closed position without issue. The customer¿s difficulty could not be recreated during the investigation. A visual examination noted kinks in the basket sheath. A review of the device history record could not be performed as the complaint device lot number was not provided. Without the complaint device lot number, a review of complaint history associated with the complaint device lot was unable to be completed. According to the instructions for use (IFU): caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. The complaint device was found to have a basket that would fully open and close when the handle was functioned. No issue with the functioning of the device was found during testing in the complaint lab. Kinks were noted in the basket sheath, but they did not affect device function during testing. Since the exact conditions the device was used under the during the procedure could not be replicated, such as any tortuous path the or how it was oriented, it is possible the device did not fully close when used by the customer. The cause for the failure of basket to fully close for the customer could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.